Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in good condition with no appearance of any physical damage. Error codes were found in the event history log (ehl). After occlusion tests were performed multiple times, the investigation could not duplicate the customer reported issue. The root cause for the reported issue could not be determined as no fault was found. However, the most likely reason would be attributed to customer manipulation of the plunger head or syringe during infusion which could have caused the check clutch error. No repair was needed due to no problem was found. Preventive maintenance and all functional testing were performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Additional information was received by the manufacturer on 07-oct-2022 via email and attached in the complaint object: no patient involvement, issue found during planned maintenance.

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented an error message. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.